Event description:
It was reported that the sys 2600 was unable to move the table longitudinally. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. The longitudinal ball screw was broken. It was also suspected that the longitudinal motor driver circuit board was not at nominal, but the customer did not want to replace the circuit board at that time. The sys was tested and found to be working as intended and placed back into svc.